Manufacturer narrative:
The damage found was sustained during the surgical procedure. The helix was found to be bent. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the emergency room, loss of capture and lead dislodgement were observed on the rv lead. The physician believed that the issues was not due to the lead since the patient was non-compliant after the implant surgery. The lead was explanted and replaced. The patient was stable after the procedure.